Event description:
The subject device was used during an esophagectomy. Probe damage error occurred when the user cut the tough tissue. There was no patient injury reported. The subject device was returned to olympus medical systems corporation (omsc). As a result of omsc's investigation, it was found that the coating on the outer surface of the jaw had come off on (B)(6) 2015.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had come off. Besides, there was a scratch on the outer surface of the jaw. And the probe was discolored. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, there was a possibility that the coating had come off since the user scraped the tissue or coagulum build-up with a shape instrument. And there was a possibility that the probe damage error occurred since the user output seal & cut mode with grasping hard tissue and the probe was received the load. The instruction manual of the subject device already states. Warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. This report is being submitted as a medical device report in an abundance of caution.